Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection showed minor damage to the stem. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event is attributed to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial hip arthroplasty. During this event, it was realised that the packaged stem was marked incorrectly as well as placed in the incorrect corresponding packaging.